Event description:
Information received, indicates the nurse call is not working from the siderail.

Manufacturer narrative:
The technician found loose pins on the communication cable connector. The technician repaired the pins and installed a cable saver to repair the bed.